Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while in use, the end of the device allegedly broke off in the patient's ureter. As a result; the device was cut, so that it could be removed from the ureter. Reportedly, the patient will require additional surgery to remove the remaining portion(s) of the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while in use, the end of the device allegedly broke off in the patient's ureter. As a result; the device was cut, so that it could be removed from the ureter. Reportedly, the patient will require additional surgery to remove the remaining portion(s) of the device.

Manufacturer narrative:
Received 1 used stone basket only. The reported event was confirmed; however, the cause is unknown. The visual inspection noted that the basket had broken off from the drive wire and was missing from the device. The broken basket was not returned with the sample. Dissection of the distal end of the sheath noted that the nitinol wires had broken from the stainless steel drive wires. Inspection of the sheath noted that it had been cut by the user distal to the strain relief and the detached portion of the sheath was returned with the sample. Further inspection of the broken sheath noted that it had buckled or "accordioned" at the proximal end. Additionally, the end of the flexible tip of the sheath was frayed. The fraying of the end of the sheath is consistent with the user attempting to forcibly retract a basket containing a large stone back into the sheath. Further examination revealed that the stainless steel drive wire had been pulled from the crimp joint. The buckling of the sheath and the drive wire being pulled from the crimp joint are consistent with the user attempting to retract the basket into the sheath. The breakage of the stone basket was most likely caused by excessive force used during the surgical procedure. Each stone basket is hand loaded into the retention trays. Manufacturing specifications also instruct manufacturing personnel to ensure the basket is in the open position during this step. A basket with a break such as the returned sample would have been noted and segregated from the lot. While the exact root cause could not be determined, the damage to the basket appears to have occurred post manufacturing. . The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " description: the bard® dimension® stone basket is a teardrop-shaped basket with the ability to capture stones by: 1) simply opening and closing the basket and 2) articulating or moving the basket side to side. The device consists of 3 main parts: handle, shaft and basket. Indications for use: this device is intended for use in the endoscopic removal of renal and ureteral stones. Warnings: ¿ some objects may be too large to be removed endoscopically using a retrieval device. The use of fluoroscopy and/or x-ray to determine the size of the object is recommended; do not use the bard® dimension® stone basket if the object is too large to be removed endoscopically. ¿ after use this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable laws and regulations. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or to injury, illness or death of the patient. Caution: objects that are too large to be recovered through the sheath or through the scope channel will require the scope and basket to be removed simultaneously from the urinary tract. If resistance is encountered during advancement or withdrawal of the device, stop and determine the source of resistance, as continued resistance may damage the device and could result in patient injury. Take action to alleviate the resistance. Where necessary, use of a lithotrite may be required to reduce the stone burden within the basket, provided that no direct contact is made with the stone basket. Precautions: do not allow the device to come in contact with any electrical equipment. Do not allow the device to be directly fired upon by any lithotripsy device. To do so may damage the device and could result in patient injury. Potential complications that may result from the use of a basket in an endoscopic urological procedure include, but are not limited to: ¿ perforation, ¿ evulsion, ¿ edema, ¿ entrapment, ¿ basket inversion, ¿ hemorrhage, ¿ inability to disengage from irretrievable object. Directions for use: only physicians trained in stone manipulation should perform this procedure. A variety of techniques may be employed; however the physician should use the technique most appropriate for the individual patient¿s situation. Inspect the device prior to use and during the procedure. Make sure the basket is closed by retracting the basket-tip into the sheath with the thumb slide (a). Insert the basket into the ureteroscope working-channel and advance the ureteroscope to the object to be removed. Under direct vision or fluoroscopic guidance, slowly advance the tip of the stone basket past the object. Conventional use: ¿ open the basket with the thumb slide (a). Pull the basket backward toward the object while slowly rotating the basket. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide (a) back. ¿ simultaneously, withdraw the basket and the ureteroscope from the urinary system. Articulating use: ¿ use the control wheel (b) to articulate the basket by moving the wheel forward or backward. Articulate the basket as needed to capture the object. Once the object has been captured, partially close the basket to secure the object for removal by pulling the thumb slide (a) back. ¿ simultaneously, withdraw the basket and the ureteroscope from the urinary system." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while in use, the end of the device allegedly broke off in the patient's ureter. As a result; the device was cut, so that it could be removed from the ureter. Reportedly, the patient will require additional surgery to remove the remaining portion(s) of the device.